Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
Part of the coating was detached from the sheath of the wire during a wire insertion of a pcnl procedure. Unable to retrieve the remains from the patient.